Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the physicians deployed the stent graft resulting in inaccurate placement and a type I endoleak. The stent graft was placed lower then intended. The physician elected to implant an aortic cuff. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results, conclusion: (graft was inaccurately delivered by the user). Secondary intervention.